Event description:
During angioplasty, balloon stent was lost, possibly in pt, after detaching from balloon (staff unaware if lost in or out of pt). No stent visible on x-ray, or on extensive search of pt room and area. Pt's left anterior descending artery then closed and pt taken for emergency CABG. It is unknown if this was related to stent or not as the pt had significant left anterior descending artery disease and stent was never located.